Event description:
During application of the device in question it was found that in tension there was difficulty in keeping the vacuum that involves a dangerous delay and the need to resort to other devices with considerable risk to the unborn child.

Manufacturer narrative:
The mystic ii mushroom cup was not returned to coopersurgical for evaluation. A review of the device history record (DHR) revealed no discrepancies for lot# 110248. In additional, a query of our complaint database revealed no further complaints on lot # 110248. Should this product be returned to coopersurgical at a later date, we will provide a device evaluation follow up to FDA. (B)(4).